Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message.

Event description:
On (B)(6) 2020, the lay user/patient's pharmacist contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter displayed an "error 2" message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter issue occurred on (B)(6) 2020 at approximately 12:30 pm. It was not reported if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management regimen due to the error message appearing. The reporter claimed the patient had proceeded to the pharmacy for assistance with the meter issue however "passed out" at approximately 1:15 pm while the reporter was on the phone to lfs customer care. The reporter claimed the emergency medical services were contacted for assistance and the patient was taken to hospital by ambulance. It was not reported what treatment was received. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked the reporter through resolving the issue and the alleged issue was resolved. Replacement products were declined. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.